Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2023, all hardware was removed on (B)(6) 2023 due to 2 broken screws that were discovered via radiographic imaging. Additional information indicates the patient had pain in the arch of the foot, nerve pain along the incision site, and a nonunion. The site was revised with non-tmc hardware. However, the tips of the broken screws were retained in the patient's bone as they could not be removed by the surgeon. No other patient outcomes were reported as a result of this event. No devices were returned for evaluation as the hardware was discarded by the facility. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. The most likely cause of the reported event could not be determined as the device was not returned for evaluation. However, it is possible premature weight bearing could have contributed to what was reported. The company will supplement this MDR as necessary and appropriate. Additional tmc hardware explanted in the same revision surgery was reported in MFR report # 3011623994_2023_00339.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2023, all hardware was removed on (B)(6) 2023 due to 2 broken screws that were discovered via radiographic imaging. Additional information indicates the patient had pain in the arch of the foot, nerve pain along the incision site, and a nonunion. The site was revised with non-tmc hardware. However, the tips of the broken screws were retained in the patient's bone as they could not be removed by the surgeon. No other patient outcomes were reported.